Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged, despite attempts with multiple usb cables and power sources. Customer's blood glucose level was 176-177 mg/dl. Reportedly the customer reverted to insulin pens for insulin therapy.